Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the plant's investigation.

Event description:
It was reported that on (B)(6) 2016, the patient's cycler alarmed for "air in the line," and that there was fluid leaking from the heater bag line. The patient began feeling pain on the night of (B)(6) 2016, and did not complete treatment on the cycler. The patient was taken to the hospital on (B)(6) 2016. The patient received treatments in the hospital. The patient was prescribed antibiotics (specific prescription unknown) as a precaution after reporting abdominal pain, but the patient's doctor at the hospital confirmed that cultures for peritonitis were negative for growth. The patient performed manuals in every case where treatment could not be completed on the cycler prior to the patient's admission to the hospital. A request for medical records was made but none are currently available. The cassette tubing and any lot information is unavailable, as the supplies were discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined. Products are only released if the labeling, material, and process controls were within specification.

Manufacturer narrative:
Review of medical records section titled ¿discharge summary¿ showed a final diagnosis of abdominal pain, most likely gastroparesis then less likely acute bacterial peritonitis and uncontrolled hypertension. There was documentation in the complaint file supporting a possible association between the liberty cycler set, the fluid leak, and the event of peritonitis.